Manufacturer narrative:
The malfunction was duplicated and the 02 valve assembly was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "02 valve failure-1010" message. Complainant indicated that there was no patient involvement in the reported malfunction.